Manufacturer narrative:
One smiths medical cadd legacy pump was returned for analysis. During analysis, the customer's reported problem was confirmed. Pump was found to be "double peeping no cassette" alarm message during power up when batteries were inserted. Signs of fluid ingression was found on pump by the chassis base of the downstream occlusion sensor. The "double beep no cassette" issue possibly was caused by fluid ingression. Service recommended a downstream occlusion sensor with scratched lcd lens to be replaced to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that during testing, a smiths medical cadd legacy pump exhibited double beep for no cassette and had a damaged lens. No patient was involved in this event. No adverse effects were reported.